Event description:
Reportedly, the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.